Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while attempting to support patient on intra-aortic balloon (iab) therapy a check iab catheter alarm was generated initially. A fiber optic sensor failure alarm was then generated. A total of two balloons attempted in left groin. Finally one placed and worked successfully in rt. (Right) groin. There was no reported injury to the patient. This submission is for the second iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.4cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problems. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that while attempting to support patient on intra-aortic balloon (iab) therapy a check iab catheter alarm was generated initially. A fiber optic sensor failure alarm was then generated. A total of two balloons attempted in left groin. Finally one placed and worked successfully in rt. (Right) groin. There was no reported injury to the patient. This submission is for the second iab used.